Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy procedure, the holster gave multiple error codes. Changed to another holster to complete the case. There was no pt consequence reported.